Manufacturer narrative:
Investigation summary - material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 4066754 was satisfactory and no quality notifications were generated during manufacturing or inspection. Formulation, filling, and autoclaving processes were within specifications. In process checks are performed during manufacturing at designated intervals per procedures. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 4066754 (20 tubes) were available for inspection. There was no contamination observed in the retention samples. To investigate further, four (4) retention tubes were incubated for seven (7) days; two (2) tubes incubated at 25c and two (2) tubes incubated at 35c. At the conclusion of seven (7) days incubation, there was still no contamination present in the medium. There were no returns or photos available to assist with this investigation. This complaint cannot be confirmed. No complaint trends have been identified; no actions are indicated at this time. Bd will continue to trend complaints for defects.

Event description:
It was reported after using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, an unspecified number of patient samples were found to be contaminated with klebsiella pneumoniae growth. Mycobacterium results could not be interpreted. There was no report of patient impact.

Event description:
It was reported after using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, an unspecified number of patient samples were found to be contaminated with klebsiella pneumoniae growth. Mycobacterium results could not be interpreted. There was no report of patient impact.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.